Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. No containment or corrective actions are recommended at this time. Should additional information be provided, this complaint will be re-assessed. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use (IFU) outlines precautionary statements and instructions in regard to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the surgery, both pre-loaded and the first reloading cartridge had no problems placing the suture. The other reloading cartridge was properly inserted and placed in the joint. When actuating the upper jaw with the orange handle, a small metal part came loose. It was not possible to identify if the metal piece was from the instrument or the re-loading cartridge. All the broken pieces were removed from the patient¿s anatomy. No delay or other complications were reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6 codes updated. H3, h6: the reported and concomitant devices were received for evaluation. The upper jaw of the delivery device was found to be non-functional but there were no issues with the actuation of the lower jaw of the cartridge. It was determined the device did not contribute to the reported event. The complaint was not confirmed as the failure cannot be attributed to the device reported in this complaint. The failure has been associated with the concomitant device of the novostitch delivery device. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.